Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The user called in to report that she conducted a binaxnow¿ covid-19 antigen self test for her daughter and on the first test it came out positive and she repeated the test and the result were negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrections: d1(brand name), ( d3(email), d4(catalog #, lot, UDI ), g1(email) and g4(PMA/510(k)number). Additional data: d4 and h4 the supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168658 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 168658 and device part number 195-430h / lot 165756.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168658 showed that the complaint rate is 0.0004% and a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168658 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.